Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the main cart monitor had a large crack and multiple other sites of damage on the monitor. While preparing for a case, the touch function went out on the monitor momentarily and the monitor began to flicker. The scroll bar on the images was also engaged without prompt. It was noted that the camera cart had visible damage to the monitor but this did not affect monitor function. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The monitor was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the monitor was returned to the manufacturer for analysis; through visual/physical examination and functional testing the reported issue was able to be duplicated. The returned monitor had a cracked screen. Otherwise, the audio and video worked as intended on both dp and hdmi. The touch function also worked as intended on both modes, with the exception of one eighth of the screen, where the damage exists. It was determined that there was a physical damage failure with the monitor. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.